Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on the customer verbatim, the needle pierced through the catheter when the clinician re-inserted the needle after retraction from the catheter. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ IV catheter 20ga 1.88in experienced needle through the catheter while introducing catheter. The following information was provided by the initial reporter: on (B)(6) 2021 after the needle core was withdrawn during the arterial puncture for this patient, the needle core was inserted again, and the catheter tubing was penetrated with a high probability and the puncture failed. Replaced the new one and re-puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter 20ga 1.88in experienced needle through the catheter while introducing catheter. The following information was provided by the initial reporter: on (B)(6) 2021, after the needle core was withdrawn during the arterial puncture for this patient, the needle core was inserted again, and the catheter tubing was penetrated with a high probability and the puncture failed. Replaced the new one and re-puncture.